Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, it was discovered that the a non-sustained right ventricular oversensing (nsrvo) alert was seen from the right ventricular lead exhibiting oversensing noise. No interventions have been taken. The patient was in stable condition.